Event description:
It was reported by the rep that when the devices were used during a lap cholecystectomy procedure, they delivered clinging staples. Another device was used to complete the case. There were no consequences to the patient.